Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary angioplasty procedure, stent dislodgement occurred. A 70% stenosed target lesion was located in the calcified middle-distal portion of the circumflex artery (cx) and the bifurcation of the marginal branch. The physician intended to place a stent in the cx artery and an additional stent at the marginal branch covering the cx artery forming a ¿t¿ shape. The physician cannulated the circumflex artery with a 3.5 6f non bsc catheter and then passed a non bsc guidewire to the distal portion of the circumflex artery. Another unknown manufacturer¿s guidewire protected the obtuse marginal of the circumflex artery. The proximal portion of the artery had a significant angle, resulting in difficulty in passing devices through the artery. The lesion was pre-dilated with a 2x15mm non bsc balloon catheter, and then a 2.5x12mm promus stent encountered resistance while advancing to the middle-distal portion of the cx artery due to angle and calcification of the lesion. The 2.5x12mm promus stent was successfully placed. A 2.50x16mm promus element plus stent encountered significant resistance, causing the guide catheter and guidewires to lose position. The 2.50x16mm promus element plus stent was removed. The physician then cannulated again with the same guide catheter and guidewires, with resistance. Fluoroscopy was performed and it was noted that the 2.50x16mm promus element plus stent dislodged inside the patient. With extensive searching the stent was no longer visible under fluoroscopy and the stent was not retrieved. The procedure was not continued and the patient was sent to coronary unit with anticoagulants. No further patient complications were reported and the patient¿s status is stable.